Event description:
I was prescribed the rsmedical tens unit -rs-lb low back conductive garment- by my pain specialist. I used this product for approximately four hours and when I removed it, I felt a burning sensation in my back, so I had my boyfriend to look at my back and it had blisters where all the pads were touching my back. I sought medical attention for this and was advised to see a dermatologist. When I went to him upon his examination, I was told that I had severe burns on my back and that it was caused by the conductive garment. I have been advised that I will need plastic surgery to get rid of the scarring caused by this device. I have contacted facility numerous times and no one will return my calls concerning this matter. I have spoken with an attorney and have been advised that I need to file this claim for all my doctors expenses and my pain and suffering. Please contact me as soon as possible and mail me with the information on what I need to do next. I am patiently awaiting to hear from you. Dates of use: 2008. Diagnosis or reason for use: severe back pain.